Manufacturer narrative:
(B)(4). The appropriate device details have been provided and the relevant device manufacturing records have been requested. Upon receipt of the device at corin it was verified that the plastic piece of the device had broken. The device and the device manufacturing records will be reviewed at corin and the information will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a metafix stem extractor was broken. The plastic piece at the end of the device which attaches onto the stem had broken.